Manufacturer narrative:
The report did not give detailed info regarding the alleged event or specific product involved. Further, it could not be confirmed that the product from the report is manufactured by medtronic neurosurgery. To date, requests for add'l info have been unsuccessful.

Event description:
It was reported to medtronic neurosurgery that the catheter allegedly sheared in the operating room.